Event description:
It was reported that a shaft break occurred. The target lesion was located in a coronary artery. Pre-dilation was performed using 2.00 mm x 15 mm balloon without complications. However, during the second dilation, a 2.50 mm x 12 mm fg emerge balloon catheter was advanced but could not cross the lesion and a shaft fracture was noted. Pre-dilation was successfully completed with a different 2.50 mm x 15 mm balloon. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. Pre-dilation was performed using 2.00 mm x 15 mm balloon without complications. However, during the second dilation, a 2.50 mm x 12 mm fg emerge balloon catheter was advanced but could not cross the lesion and a shaft fracture was noted. Pre-dilation was successfully completed with a different 2.50 mm x 15 mm balloon. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 25.1cm from the strain relief. At 31.9cm distal from that separation, there was a second hypotube separation. There were numerous kinks to the shaft and hypotube of the device. The shaft was twisted for a length of 5mm proximal to the rapid port exchange. There was blood in the guidewire lumen and the balloon was tightly folded.